Event description:
Caller reported five potential false negative urine hcg results. The facility had false negative urine hcg results on five different pts (actual date of each event not known). Sample collections were not first morning. There is no specific pt information such as age, health conditions, pt medications or time of last menstrual period (B)(6). Two of the five pts had quantitative serum hcg results of approximately 300,000 miu/ml and another approximately 30,000 miu/ml. It is not known what instrument was used to perform serum quantitative testing. No samples are available for return.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg90521-01, 290.0iu/ml hcg urine control lot: hcg100414-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 290.0 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.